Manufacturer narrative:
Concomitant medical products: 250 ml hospira infusion bag (lot 86-114-jt, exp (B)(6) 2020) of 0.9% sodium chloride injection usp; 20ml bd syringe; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing broke and separated at the top of the y-site connection to the IV set and leaked blood. No patient harm was reported. The customer stated that there have been additional similar broken sets, however no details of any other specific events were provided.

Manufacturer narrative:
The customer¿s complaint that the tubing separated and leaked at the y-site component was confirmed. Visual inspection showed that the pvc tubing was completely separated from the distal smartsite inlet port near the male luer. Functional testing was not performed because of leaking from the separation. Visual inspection under magnification showed both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the tubing separating and leaking at the y-site is a manufacturing issue of no solvent being applied at the junction of the pvc tubing during the manufacturing process.

Event description:
The customer reported that the tubing broke and separated at the top of the y-site connection to the IV set and leaked blood. No patient harm was reported. The customer stated that there have been additional similar broken sets, however no details of any other specific events were provided.